Event description:
On (B)(6) 2022 - 11:03 am; center for devices and radiological health (cdrh) (B)(6); hello, I am writing to complain about inadequate transmitter expiration alerts for the dexcom g6 continuous blood glucose monitoring system. I have used dexcom blood glucose monitoring systems for 20 years. Dexcom 7 and dexcom 4 transmitters used to last for 9 months or longer. Dexcom 6 transmitters now last 90 days. They do not alert users that they are expiring, when it happens. Expiration alerts supposedly come 30 days, 20 days and 10 days before the 90 days is up. I do not remember them. There is no immediate alert of expiry, as there is with sensors. Dexcom's receiver alerts you that the sensor will expire, 6 hours before it does and again and again until it does. Great alerts. Dexcom's receiver does not alert you that your transmitter is expiring, just before it does. Supposedly customers get transmitter expiring alerts weeks earlier and are supposed to remember them when their sensor expires. My last dexcom transmitter lasted 100 days, so the alerts dexcom says I should have received would have come 40 days, 30 days and 20 days before it expired. I received no notice, when the transmitter expired. When you install a new sensor, the receiver prompts you to enter the new sensor code and start the sensor. You have no way of knowing that your transmitter has expired until after entering the sensor code and pairing it. After entering the sensor information, the receiver asks you to enter the transmitter serial number off the box, or find it in the settings. You do not learn that the transmitter is expired until after entering the serial number. If you install a new sensor and the transmitter has expired, you need to throw away the (B)(6) sensor, or call dexcom and ask for replacement. I called dexcom technical support in the philippines at 11 pm last night and spoke with (B)(4) for 38 minutes regarding installing a new sensor, without knowing that my transmitter had expired. This happened before. Dexcom needs to alert customers that their transmitter is expiring when it happens (as it does with sensors), not 30 days, 20 days or 10 days (in my case 40 days, 30 days and 20 days) prior to it expiring, or they waste the (B)(6) sensors, because they will not pair with an expired transmitter. (B)(6), FDA cder ombudsman. Dexcom g6 sensors cost roughly (B)(6) each. They last 10 days. When your sensor expires you are prompted to install a new one. If your transmitter is expired, you waste the (B)(6) sensor. Transmitters last roughly 90 days. The transmitter does not alert you when it expires. Supposedly, it alerts you 10, 20 and 30 days in advance. If your transmitter lasts 100 days, the alerts would come 20, 30 and 40 days in advance of expiry. I do not believe that I got these prior alerts. I definitely did not get a transmitter expired alert when I was prompted to replace my sensor and the transmitter was working up until the time the sensor expired. I have wasted (B)(6) sensors a number of times, because I installed new ones without knowing that my transmitter was expired. Dexcom needs to alert users that the transmitter is expired, before prompting them to install a new (B)(6) sensor. Lot number: do not have the old box. FDA safety report ID # (B)(4).